Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: the black box showed dates from (B)(6) 2015 to (B)(6) 2015. A review of the black box data showed no evidence of a ¿no power¿ event. Reboots associated with clearing occlusion alarms per normal operation of the pump were observed in the black box on (B)(6) 2015 and (B)(6) 2015. The battery compartment was observed to be cracked. The battery cap contacts were within required specifications and the battery cap was able to fully tighten to the pump. The pump powered on normally and successfully completed rewind, load, and prime steps with no issues. The pump was exercised for 24 hours with no reboots and no errors, alarms, or warnings occurring. The pump casing was removed and there were no internal defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.